Manufacturer narrative:
Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed.per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring.overall across the installed base, these issues from product use may occur sporadically.for invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status.a cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course.consignees have been notified.(B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR.the customer alleged discrepant results generated for the cobas® sars-cov-2 assay.a customer from the united states alleged that they generated a false positive result for one patient sample when testing with the cobas sars-cov-2 and influenza a/b test.on (B)(6) 2021 the customer reported that a patient planning to travel was tested with the cobas sars-cov-2 and influenza a/b assay and analyzed on their cobas liat system (s/n (B)(4)) that generated sars-cov-2 positive, influenza a positive and influenza b positive results.the customer did not believe the triple positive sars/flu a/flu b results because the patient was asymptomatic. The customer only has one liat and no backup method they were unable to retest the patient sample for confirmation. The customer sent the same patient¿s sample out to a different lab for testing. The results for the retested patient sample was not provided.patient sample was collected using nasopharyngeal swab and 3 ml universal transport media. This is not a recommended practice for sample collection. As per the method sheet, collect specimen using a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline.the results were not reported out to the patient and or/ medical personnel treating the patient.the customer confirmed there was no allegation of harm to the patient.